Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient's blood glucose readings have been elevated ranging from 276 to 398 mg/dl for the past few days while she had recurring loss of prime for the last 3 to 4 months. The patient reportedly tested positives for ketones (0.1-0.2) at the time of concern. The patient was able to decrease his blood glucose to around 276 mg/dl on the day of the phone call to animas. During troubleshooting, the animas representative discovered a loose cartridge cap due to damaged cartridge compartment. The subject pump was requested back for investigation. This complaint is being reported because, the patient had elevated blood glucose and tested positive for ketones while on insulin pump therapy. It is not clear if diabetes management, use error, intentional misuse, or product malfunction contributed to the reported event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a "loss of prime" warning due to low force on (B)(4) 2012. Visual inspection revealed a cracked cartridge compartment. The cartridge cap was unable to secure appropriately to the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms or warnings. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.